Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on, a shocking or jolting sensation occurred. It was reported that following a theft detector or security gate exposure, the shocking or jolting occurred. The pt's status was reported as good. Add'l info has been requested, but was not available as of the date of this report.